Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has experienced itching under the garment. Patient removed the lifevest due to itchiness. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him the lifevest caused the irritation and prescribed a steroid cream. Patient returned the lifevest due to the irritation. Follow up indicated that the cream is helping with the skin irritation.